Event description:
Pt was revised on 06/10/98 using "constrained" acetabular component. Pt underwent revision again on 08/04/99, to replace constrained liner and +12mm modular head component due to recurrent dislocation and fracture of liner component.